Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 30sep2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was unable to switch to battery power. The device was not being used on a patient at the time of the event. There was no patient, or user harm reported.

Manufacturer narrative:
G4:23nov2020, b4:24nov2020 . Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 2031642-2020-03601 was submitted. Any additional information will be submitted under the MFR. Report#: 2031642-2020-03601 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.